Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer's blood glucose was 158 mg/dl a few minutes ago. Customer stated that their blood glucose was 72 mg/dl during the button error. Customer mentioned that they were working out before the button error occurred. Customer tried clearing the alarm but the pump kept beeping. Customer stated that the keypad is not responding at all. Customer does not want to troubleshoot because the keypad is unresponsive. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the device and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip. No unexpected beeping anomaly noted.